Manufacturer narrative:
The sodium electrode serial number is (B)(6), with an expiration date of 20-apr-2026. The ise indirect na-k-cl for gen.2 serial number is (B)(6), with an expiration date of 28-jan-2026. The investigation reviewed the calibration and qc data: the calibration and qc data results were within the specified ranges. The investigation reviewed the alarm trace; no issues were noted. The field service engineer (fse) inspected the analyzer; cleaned the ion-selective electrode (ise) vessel; replaced the sample probe, ise nozzle, vacuum nozzle, degasser, gear pump head, sonic wash station; performed adjustments, air purge, and primed the flow path; cleaned the vacuum line; and performed a 21 cup assay precision check, calibration and qc with successful results. The customer did not report any other issues after the service. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable sodium electrode and ise indirect na-k-cl for gen.2 results from about 190 patient samples tested on the cobas pro ise analytical unit. The reporter stated they have recurring ion-selective electrode (ise) noise errors. The reporter was able to provide the following examples of discrepant results: sodium the reporter stated that the repeat results were 10-15 mmol/l lower than the initial and were within the normal range. The initial result from the analyzer is 150.8 mmol/l. The repeat result from another cobas pro ise analytical unit is 137.7 mmol/l. The repeat result was deemed correct. Chloride the reporter stated that the initial results were 8-10 mmol/l different from the repeat. The provider questioned the high and delta-flagged results, prompting the rerun of the patient samples.